Event description:
Seven days after treatment with a cypher stent, there was total occlusion. This patient presented to cath with a acute myocardial infarction and 2-vessel disease was found. Percutaneous coronary intervention was performed on a de novo lesion in the mid left anterior descending artery of 15mm in length in a 3.0mm vessel diameter. The lesion was characterized as type c and thrombus was present. Aspiration was conducted. Then pre-dilation was conducted with a 3.0x15mm balloon at 8 atm before deploying one 3.0x23mm cypher at 12 atm. Post-dilation was conducted with a 3.0x23mm balloon at 14 atm for 15 seconds. There was also 75% stenosis in the 1st diagonal but it was not treated. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. Act was measured (300). Follow-up coronary angiography was conducted one week following the procedure and the cypher implanted int he mid lad was fully occluded with thrombus. Treatment was not initially conducted because the pt complaint of non cardiac related pains. Approx one week later, the thrombus was treated by poba with a 3.5x15mm balloon at 20 atm for 30 seconds (three times). The pt was discharged from the hosp two days later. This product is not available for testing and evaluation.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the united states distributed product.